Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that he had several reprogramming sessions; however, the shocking in ribcage was never resolved. Due to this issue, the patient turned stimulation off and hasn't been used in 10 years. It was also reported that they wanted to review MRI guidelines. The patient was directed to discuss with the facility and the have MRI facility contact the manufacturer company. Indications for use include: failed back surgery syndrome.

Event description:
It was reported that the patient experienced a shocking or jolting sensation, "right after implant." The patient also experienced a jolting sensation when the stimulation was increased. The patient stopped using the stimulation about eight months ago due to being shocked when increasing the stimulation. After losing the programmer "months ago", the patient ceased recharging the device system. The last recharge occurred over eight months ago. No information was provided related to the patient's outcome. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.